Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device. Customer's reported problem was duplicated. The customer's device was able to power up with a blank screen. The customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump would not turn on. Per reporter there was no patient involvement. No adverse effects were reported.